Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. The physician suspected the noise was electromagnetic interference (emi) due to an unrelated procedure. Abbott technical support was contacted, however, no intervention was performed. The patient was in stable condition and will continue to be monitored.